Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. A potential root cause for this failure could be "improper tolerancing (fit between the valve body and valve lever)". The device history record review is not required as the lot number is unknown. The product catalog number and lot number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the valve on the drain bag was not functioning correctly that was not allowing urine to pass through and urine was sitting in the tube. Also stated it was happening about a month.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the valve on the drain bag was not functioning properly and did not allow the urine to pass through. The urine was sitting in the tube and this was happening for about a month.